Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that pump experienced a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump using instructions provided by Technical Support, malfunction did not recur after reset, and customer was advised to continue using pump and to contact Technical Support again if malfunction happened again, which customer acknowledged and understood.